Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that their device has been "beeping for a month and I didn't know where the beeping was coming from." However, it was also reported that when the device was interrogated it found that the alarm had only started sounding approximately a week and a half earlier. The device is still in use. No patient complications have been reported as a result of this event.